Manufacturer narrative:
Results: no samples were provided. No material dispositions were associated with scan. A review of the history record was performed. It was believed no product was affected when a flap in the air-vey system broke. The flap directs the product to the acceptable product, or the waste product. If there was an issue with the flap, it may have allowed an unshielded needle into the acceptable product. The root cause was indicated as issues with the rejection chute flap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (b)(4.

Event description:
It was reported that a needle stick injury occurred with a bd¿ needle 27 g x 1 1/4 inch since the needle was found without its cap, the sterile barrier was considered to be breached. There was no report of injury or medical intervention.